Manufacturer narrative:
Product analysis review: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd 4th and 6th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. A kink was visible on the distal shaft at 18cm proximal to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
The physician intended to use a resolute integrity rx coronary drug eluting stent to treat a non tortuous, severely calcified lesion located at the left anterior descending artery exhibiting 87% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed in-vivo during positioning. The case was completed by another manufacturer¿s product. It was also reported that the physician believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury.